Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4). Serial: (B)(6). Batch: 3410881.

Event description:
It was reported that the patient's lead was fractured. Fluoro imaging revealed the lead to be fractured. High impedances were also noted. Next course of action has not been determined at this time. It is unknown which lead is fractured.